Event description:
It was reported that during a dilatation procedure, the catheter balloon burst at 4 atm. The catheter was removed & replaced twice having the same reported problem occur. All three catheters were used on the same pt & the fourth catheter (competitor's) completed the procedure with no pt injury or further complications being reported.